Event description:
It was reported that during a lung resection procedure the device would not open. The surgeon stated that he fired the device and the device worked as intended. The rep was called into the room and walked the surgeon thru using the manual release. When the manual release did not work the surgeon pulled the tissue out of the device with graspers. He stated that when he did the first firing stroke the device made a noise, and he stated that it sounded like something in the handle broke. Another device was used to complete the case with no patient consequence. The rep stated that there was a crack in the handle and they do not know how it happened. The rep moved the device back three strokes and the device opened. The device could not get the device to lock out again. One device to be returned for analysis.

Manufacturer narrative:
(B)(4). (B)(4). Device was not returned. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
The customer reported the monitors are going blank. No pt injury was reported.